Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on (B)(4) 2013. According to the complainant, during the procedure, the blue guidewire introducer of the rigiflex achalasia balloon dilator was left inside the biopsy port of the endoscope. However, it was not noticed at this time and the procedure was completed with this device without any issues. The endoscope was cleaned, sterilized and was used during an egd procedure on (B)(6) 2013. The biopsy forceps were unable to go through the endoscope and upon examination it was noted that the blue guidewire introducer of the rigiflex device occluded the endoscope. The piece of the device was removed from the scope with long pickups. It was confirmed the introducer did not enter the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.